Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) in 2007 alleging an apply sample icon message on her one touch basic enhanced meter. A medical affairs specialist (mas) spoke to the pt next day and obtained the following info: the pt tests once a day in the mornings and was not taking any medications for her diabetes. The pt claims she has been unable to test her blood glucose for the past two weeks due to the apply sample message on her one touch basic enhanced meter. The past week she had experienced feeling shaky and nervous. She attempted to test her blood glucose daily and kept obtaining the apply sample message. She did not treat herself for the symptoms. The day prior to the contact, she decided to go to the ER at noon since she still had symptoms. She had attempted to test prior to going to the ER and obtained the apply sample message. Her blood glucose reading in the ER was 198 mg/dl and she was treated with 2 mg of glyburide. The ER physician prescribed her 2mg of glyburide once a day to her daily regimen. Her symptoms subsided by the time she left the ER. She was in the ER for an hour. Obtained the apply sample message. Customer care advocate (cca) was unable to resolve the issue and sent the pt a replacement meter. The complaint is being reported because the pt alleges she was unable to test her blood glucose for 2 weeks, experienced symptoms, went to the ER and was treated glyburide for a blood glucose result of 198 mg/dl. Pt's symptoms subsided after being treated with the oral medication.